Event description:
Eye redness, eye pain , photophobia. Treated by pcp-pa for conjunctivitis symptoms tetracaine gtts for pain polymyxin b ophthalmic for possible infection. Although contact lenses + cases were discarded with each event and glasses worn until symptoms abated, reintroduction caused symptoms to reappear (4 episodes). Dose or amount: soak/moisture, frequency: every day, dates of use: one month in 2007, diagnosis or reason for use: contact lens user, event abated after used stopped or dose reduced? Yes, event reappeared after reintroduction? Yes.